Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the sticker at the back came off and the insulin pump was dead. The customer informed that the insulin pump stopped working. The customer reported that the insulin pump was not exposed to a high magnetic field. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.